Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed damage to the locking tab. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product/lot combination. A complaint database search finds no other reported incidents against the provided product and lot combination. It is not possible to confirm when or how this locking tab was deformed or whether the correct technique was initially used to seat the poly insert. Thus, the root cause of the bent locking tab cannot be definitively determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. - attachment: [com 061051 late letter.pdf]

Event description:
The surgeon tried to implant the insert; however, the locking mechanism of the insert was already engaged, making it impossible to implant. Another insert was opened to complete the case.